Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic magnesium (mg) results that were generated by unicel dxc 600 pro synchron chemistry analyzer the customer indicated that there was no impact to patient treatment.

Manufacturer narrative:
No sample information was provided. Qc charts provided by customer show some erratic results on (B)(6) , (B)(6) and (B)(6) . No other system issues were noted. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse found both mixer wash station inserts having only 1 stream. The fse removed and cleaned both mixer wash station inserts and verified alignments. The fse made the necessary adjustments to the photometer and the lamp voltage. The fse also indicated that the reagent b crane bearings were noisy, thus were replaced. The fse calibrated all chemistry cartridge (cc) and ran a precision test which resulted within range.